Event description:
It was reported that the patient¿s programmer was not communicating with the implant. It was noted that the recharger was able to communicate with the implant. It was noted that this began the night prior to the report. It was noted that the patient had reprogramming performed for the adaptive stimulation, but ¿when he got home, the stimulation was too strong.¿ it was noted that when the patient went to use the programmer, it wouldn¿t operate. It was noted that the patient changed the batteries and he was able to get communication and turn down the stimulator. It was noted that the patient turned down the stimulation to 5.5v and was detected in the upright position. It was further noted that when the patient went to the garage and walked on the concrete floor, ¿his feet were on fire and the implant was too high.¿ it was noted that this occurred the day prior to the report. It was noted that ¿it felt like needles and was strong.¿ it was noted that the patient stepped back inside the house, the problem was gone in his feet. Additional information received reported that ¿all was fine.¿ the patient tried new batteries and the patient programmer started working.

Event description:
Additional information received reported that the patient had concerns regarding the device or therapy. It was noted that "it was for nerves and he felt it was muscular." It was noted that the patient received assistance from the physician or manufacturing representative and their concerns were resolved. It was noted that the patient was still having concerns regarding the device or therapy but he was working with the physician or manufacturing representative. It was noted that the patient was working with his primary physician and had called the manufacturing representative several times. Additional information received reported that the patient was very pleased with the spinal cord stimulator. It was noted that the patient received a new programmer. It was noted that the patient still had pain due to nerve damage in the hip from a previous surgery. It was noted that the patient had anxiety and muscular pain that were related to taking the patient's pain medicine away before he received the stimulator. It was noted that the patient had 21 surgeries due to other issues, hip surgeries and other things. It was noted that the patient's doctor told him that he would probably never be pain-free but they were keeping it at a level so he could function.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).